Event description:
It was reported by the customer that a back to back blood glucose test was performed. The customer received a result of 565 mg/dl and 54 mg/dl. The customer stated she knew the 565 mg/dl result was incorrect and took insulin and ate according to the 54 mg/dl result because that is the result she felt was right. Was not having hypoglycemic or hyperglycemic symptms. No controls were in use and the customer stated she doesn't have any. A request was made for the return of the suspect device and replacement product was sent.